Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have woken up with high blood glucose of 350 mg/dl. Customer believed that infusion set was not delivering insulin. Troubleshooting was performed to determine reason for no delivery. Drive support cap appeared normal and there were no air bubbles or leaks. Alarm history showed low reservoir and no delivery alarms. Customer was advised that tubing clamp would be sent in order to complete high pressure test. Customer was advised to call when in receipt of tubing clamp.